Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawers failed and required maintenance; the device was not detected on the bus. Recovery was attempted but unsuccessful, and reboot was not performed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on bus. A technical support specialist (tss) advised the customer to reboot the device. After rebooting, the device recovered and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in troubleshooting the device.